Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-oct-2022, the bwi pal revealed that a visual inspection of the returned device found a hole and reddish material in the pebax. This finding has been reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the thermocool® smart touch¿ electrophysiology catheter was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The blood was also found inside the pebax area which may have contributed to the customer¿s reported force issue. In addition, a picture of the complaint device was provided by the customer to aid in the investigation and was evaluated following biosense webster's procedures. According to picture provided by the customer, error 80 "invalid force measurements" was observed on carto 3 system screen. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).